Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the patient controller post an unrelated procedure. Troubleshooting was attempted to no avail. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was resumed post procedure.